Event description:
Event description cpi received information that the implantable cardioverter defibrillator (ICD) exhibited a fault code that indicated the telemetry and pacing clocks may be compromised. The fault code was repeatable.